Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, a batch review will not be performed. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further action is required.

Event description:
This is a solicited report by a physician from (B)(6) of aseptic peritonitis in a patient during peritoneal dialysis (pd) therapy subsequent to extraneal viaflex, physioneal unspecified product and nutrineal pd4 unknown bag administrations. On (B)(6) 2010, the patient experienced cloudy effluent and light abdominal pain. Due to lack of admission availability at the hospital, the patient was instructed to discontinue this batch of extraneal and perform peritoneal lavages at home. On (B)(6) 2010, the patient was hospitalized and diagnosed with aseptic peritonitis. First, the patient had "cleaning management" leading to a clear effluent and resolution of the abdominal pain. Then the patient received corrective treatment with fortum (ceftazidime) and cefacidol (cefazoline) ip for 48 hours followed by oral ciflox (ciprofloxacine). The patient was placed under continuous ambulatory peritoneal dialysis (capd) with physioneal unspecified product and extraneal viaflex (lot number was not available at the time of the report). On an unspecified date ((B)(6) 2010), the patient recovered (clear peritoneal effluent and abdominal pain resolved). On (B)(6) 2010, the patient was discharged. The reporter considered the peritonitis possibly related to extraneal viaflex therapy. Causality assessment for physioneal unspecified product and nutrineal pd4 unknown bag was not reported.